Manufacturer narrative:
The pod returned was found to have internal corrosion. The three batteries were found to be depleted and so, the pod data was downloaded by powering the pcb using external power supply. A source of internal fluid leakage was found in the soft cannula just above the mechanism rails near the bottom housing window. This led to the corrosion on the mechanism rails and other parts of the device. The pod download data showed no abnormalities in the insulin delivery during operation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.6 mmol/l (352.8 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.